Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter does not turn on. This complaint is classified according to the documentation of the customer care advocate, as the pt was not inclined to provide any more information in regards to the initial call. The power issue began three days prior. It is not clear if the pt was able to obtain her blood glucose on the subject meter or any other meter after the reported issue began. Reportedly, the pt developed symptom described as "shakiness" prior to the onset of the reported issue and was "ongoing" thereafter. A non-hcp allegedly treated the pt with food/beverage the day prior to original date. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention, such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was resolved. The lfs meter turned on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the pt claimed that she had "ongoing" symptom of "shakiness" and received medical treatment that were suggestive for hypoglycemia after the power issue began. Replacement products were sent to the pt.